Manufacturer narrative:
No evaluation possible as product was not received.

Event description:
On (B)(6) 2017, our customer reported the following case: a patient suffered a fractured skull due to what is believed to be improper application of the multi purpose skull clamp (pin fixation combined with trio gel pad) during an operation to remove a brain tumor. The patient suffered from hydrocephalus at the time of surgery, which is believed to have weakened the cranial bone and, thus, contributed to the risk of fracture. The responsible surgeon stated that the skull fracture was most likely a result of improper application and not a result of any malfunction related to the skull clamp system itself. "